Event description:
Port accessed with power loc max port needle. Upon flushing port, rn noticed there was a leak in the tubing at the top of the port needle. Removed, new needle inserted. No patient harm.